Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the customer accidentally delivered too much insulin via a bolus. Customer's blood glucose (bg) level was 50 mg/dl. Reportedly, the customer consumed carbohydrates to address low bg.